Event description:
Pt arrived from another facility by ems for emergency surgical intervention. Presented to other facility for chest pressure. She was noted to have extravasation of her atrioseptal closure device into her ascending aorta and was transferred to our facility for emergency surgical intervention. The device was evaluated and removed. Pt was transferred to the intensive care unit. In august the device was noted to be well seated and placed. Unknown-not implanted at our facility attempting to obtain further info to supplement the report.